Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/25/2019. It was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem454 batch number, and no non-conformances were identified. The following additional information was received: endoscopic surgery. The needle tip has not been found. X-ray was performed, but it was not found in the abdominal cavity. The patient's condition is stable. Hospital comment: there is a problem with the product or the cause is the gripping position. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent endoscopic low anterior resection on (B)(6) 2019 and suture was used. When returning the needle on the table after suturing on the fascia by interrupted suturing, it was found that the needle tip had been broken. Because of the possibility of needle tip remaining in the body, it was searched for the abdominal cavity, but the needle tip was not in the abdominal cavity. X-ray was performed, but it was not found in the abdominal cavity. The patient's condition is stable. There were no adverse patient consequences reported.